Manufacturer narrative:
(B)(4). D10: 00877500932 bioloxâ® delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shell 3158099. G2:foreign:china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon strictly followed the surgical technique and implanted the hh/50mm cup, which was well positioned and stabilized without the use of acetabular screw fixation. A trial mold of the corresponding liner was used, and it was implanted properly and matched. Subsequently, the corresponding ceramic liner was opened, and the initial placement was correct using the correct insertion device and in strict accordance with surgical technique, but the ceramic liner broke when it was tapped again using the corresponding liner insertion device. Since, the cup and liner corresponded to each other and only one set of prosthesis was stocked during the operation, the corresponding acetabular cup was removed after the liner was fractured, and a larger cup and corresponding liner were selected for implantation, which was a good match and stable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified rim face, anti rotation scallop grooves, and inner spherical surface shows damage from attempted use. Damage includes indentations, gouges, and scratches. No other damage was noted. Visual product identifiers for 12x anti rotation scallops, cluster holes (3), and fiber metal pad were confirmed. Dimensional product identifier for overall width was measured and found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A chs was not performed as no problem was found with the cup. Medical records were not provided. No problem was found with the cup. From the return it was confirmed the product identifiers are conforming and the cup was 100% cmm inspected during manufacturing. As the size was conforming, the shell did not cause or contribute to the liner fracturing during insertion, as this is a compatible combination. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.